Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted during the visual inspection. The insulin pump was received with normal operating currents. No battery out limit alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad during a bolus attempt. The customer's blood glucose was 149 mg/dl. The customer stated that she took the battery out and received a battery out limit alarm. She reported that the battery had been out of the insulin pump for two minutes or less, but she was unable to do anything due to the unresponsive keypad. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.